Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump had a cracked display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 270 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. She stated there is moisture under the screen and in reservoir compartment. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.